Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6) .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up arrow keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 12/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the "up" keypad was under responsive. The keypad was removed and no damages were found to the button contacts or the keypad flex cable. The pump was opened and corrosion was found on the keypad connector, the keypad flex cable and the battery housing. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.